Event description:
User received a high result for troponin t for one patient that was questioned by the physician. Initial result 0.183 ng/ml, when repeated gave <0.01 ng/ml twice. A corrected report was posted and physician was notified. No information was provided to determine if patient was adversely affected. The field service rep was unable to duplicate the issue but checked the analyzer.